Manufacturer narrative:
Review of the DHR showed no irregularities in the production process for this part. Physical review of the driver tip showed signs that the driver was rotated counter clockwise when the tip broke off. The driver is intended to be used in a clockwise fashion. The physician identified that they were able to lock all other cervical plate locks without any issues in the same case.

Event description:
The anodyne locking cap driver shaft hexlobe tip broke off within the locking cap while tightening the cap. (#2020-102). The broken piece was embedded within the cap and could not be removed per the surgeon. The hospital documented the incident in an "unusual incident report". During a 2 level acdf case. Initial communications identified from the rep identified that the surgeon believed she tightened the driver to hard on the first lock.